Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. Customer stated that they replaced battery but insulin pump kept asking for a new battery even if they already tried 10 batteries. Customer stated that insulin pump was completely off and there was nothing on the screen. Customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Offered to troubleshoot for the replaced battery alarm but they declined. The insulin pump will not returned for analysis.